Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no explant or reoperation performed. (B)(4).

Event description:
It was reported (via mw5086517) that a female patient who had 300-350cc unknown mentor saline prostheses placed suffered several unexplained systemic symptoms post procedure and was diagnosed with an autoimmune reaction. Weight gain, irritable bowel syndrome, loss of libido, lethargy, brain fog, unspecified skeletomuscular issues, migraines, low blood pressure, herniated disc in the neck, leaky gut, night sweats, constipation, fatigue, joint pain, memory loss, blurred vision, sensitivity to light and sound, breast pain, swollen lymph nodes, burning in the breast, diagnosis of corrective tissue disorder, fibromyalgia, and sjogren's syndrome were noted post procedure. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-14443 for contralateral prosthesis report.